Event description:
Event description cpi received this endotak down-sized lead (0125) back for analysis. There was no complaint with this product. This is being entered due to the lab analysis of this lead.